Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of lvp failed rate calibration. Technical support: 1. Check for any mechanical damage and that the administration set is correctly installed. 2. Perform rate calibration. 3. Replace the mechanism. 4. Return the module to the factory. Recommend to replace the mechanism assembly. Gave part number and biomed ended call. A review of the device history record for (B)(6) was performed from date of manufacture 07/10/2017 to present date 01/15/2021 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. Based on the troubleshooting results, technical support determined the proximate cause of the customer¿s reported issue. Technical support: caller has an 8100 module failing rate calibration. The customer reported problem was confirmed. H3 other text : no product returned.

Event description:
It was reported that the large volume pump module failed rate calibration. Although requested, further information was not provided.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the large volume pump module failed rate calibration. There was no patient involvement.